Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of pre-syncope. Interrogation revealed that the right ventricular lead exhibited intermittent capture and oversensing of noise with pacing inhibition. It was revealed that the lead had fractured. In a procedure on (B)(6) 2020, the lead was capped and replaced. The patient was stable.